Manufacturer narrative:
Corrected fields : b5 , b6 , b7 , d10. Updated fields: b4,d8, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code, health effect ¿ clinical code, health effect ¿ impact codes ), e3 , e1 ( initial reporter ) h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found that the power cable reel was defective. The fse replaced the ac power cord reel (d012-00-1688-24). The unit passed all functional and safety tests per factory specifications. The iabp was returned to the customer.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) cannot charge. No patient was involved.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) cannot charge.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation